Event description:
The customer reported a blood glucose level of "high;" cause was unknown. Customer administered a correction injection to successfully resolved the blood glucose (bg) level. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies. Recommendation was made to reach out to their healthcare provider regarding diabetes management.